Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence and atrophy at cuff site with the cuff no longer tight enough. The aus was explanted and replaced. There were no patient complications reported.